Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted due to intrinsic sphincter deficiency. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2012 due to stress urinary incontinence and intrinsic sphincter deficiency with concurrent retropubic midurethral sling and cystoscopy. It was reported that following insertion the patient experienced pain, urinary problems and recurrence. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 and suburethral portion of the sling was cut and excised due to urinary retention. Periurethral tissue was repaired and cystourethroscopy was normal. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. The manufacturer date and the expiration date have been obtained. File has been updated. A follow-up medwatch will be generated to capture this information.